Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for low oxygen flow and positive flow verify. The evaluation found that the adjustment of grey removeable foam is necessary. Foam was adjusted. Device has been recalibrated. The device's inlet air path, air path foam, and flow path were replaced to address the issue. The device passed all testing.